Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device and leads were removed due to an infection. During the procedure, the right ventricular lead was being removed last due to the patient being dependent. A new pacing lead was implanted and the old high power lead was removed. The new pacing lead started to cause a lot of ectopy, so the physician attempted to float an external pacemaker to stabilize the patient while the new pacing lead was moved. While doing this, the pacemaker partially dislodged the lead. The external pacemaker was removed and the physician asked for a new pacing lead so the patient would not have ectopy. The lead was successfully placed and the first pacing lead was removed. No further patient complications have been reported as a result of this event.